Manufacturer narrative:
The report of a mid09 (air trap assembly) error message was reproduced during functional testing of the thermogard xp ivtm console (sn (B)(4)) performed at the customer site. The event log was reviewed and confirmed the occurrence of multiple mid09 error messages on (B)(6) 2017 and not on the customer reported event date of (B)(6) 2017. The thermogard console is a reusable device and was manufactured on 29 dec 2011. It has exceeded its expected service life of five years. Based on the evaluation, the mid09 error message is due to the fluid ingress on the suk airtrap sensor block. After disassembly of the airtrap block, the suk airtrap sensor was cleaned. This resolved the mid09 error message. As part of routine service, the console was examined and found a damaged roller pump cover and was replaced. This is unrelated to the reported event. The console was further tested and passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) displays recurrent mid09 (air trap assembly) error messages. The user cleaned the airtrap sensor; however, was unable to resolve the issue. No known impact or patient consequence was reported.